Event description:
A customer reported that the unit of measurement setting of their freestyle blood glucose monitor changed from mg/dl to mmoi/l. Customer reported modifying their medication based on readings obtained in the incorrect unit of measurement. There was no report of death, serious injury associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A follow-up will be filed once investigation results are available. Customers and retailers have been informed.